Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
An alert was noted for non-sustained oversensing on the left ventricular bipolar lead. Abbott technical support reviewed the session records and believes the event is lead noise. No further intervention or testing has been completed at this time, the patient is being monitored. The patient is stable.